Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. It is not known if there was a delay in the start of the pre-cleaning. It is not known if the customer wiped the insertion section. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customers allegation was confirmed. Prior to returning the device the customer did perform reprocessing. In addition to the reportable findings documented in b5, the following nonreportable findings were; objective lens cracked, scratches and adhesive cloudiness, illumination lens adhesive peeling and cloudy, tip cover scratches and discoloration, and image shadowing due to objective lens scratch. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Additionally the following items were noted; curved rubber adhesive part cracked, chipped and cloudy, storage tube scratch at insertion section, insufficient angle up due to angle wire stretch, angle knob out of standard value due to wear, connecting tube scratches, plastic distal end cover burn and scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6).

Event description:
The customer reported to olympus, their colonovideoscope had concern about lens and cover defects. The device was returned for evaluation and during the evaluation it was determined that the following reportable events were identified; the connecting tube and the bending section cover had foreign material. There was no report of patient harm, procedural delay or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.